Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6)batch: a000111032. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the lead site due to migration. Surgical intervention took place on (B)(6) 2023 wherein the lead was pulled back into position to address the issue. Investigation was unable to determine which of the leads attributed to the event.